Event description:
It was reported that the right atrial lead was used past the use before date. It was also reported that an abandoned right ventricular lead cut during a previous surgery was attempted to be extracted. The lead was unable to be extracted and the subclavian vessel was confirmed to be occluded. A new system was placed on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.